Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned for analysis in two pieces. Insulation degradation was noted from 8.5 cm to 13.0 cm from the distal tip. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.